Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
It was initially reported by the baxter distributor in israel that during the use of the leather extension sandal accessory use with a p500 surgical table, the patients leg slipped off the sandal during the procedure. It is unknown if an injury occurred with this event as there was no report of injury in the initial report. Follow-up communication with the complainant found that the complainant could not provide any additional details of the event, couldn¿t confirm if an injury occurred, nor had any details of any injury.

Manufacturer narrative:
It was initially reported by the baxter distributor in israel that during the use of the leather extension sandal accessory use with a p500 surgical table, the patients leg slipped off the sandal during the procedure. No injury was reported from this event. Based on the investigation performed on pictures provided by the customer and the review of manufacturing data and similar devices at the plant, the cause can be traced to a handling error. The patient's foot must be positioned correctly and carefully in the sandal. The straps can then be tightened that the foot is firmly embedded in the sandal. Based on the investigation results no further actions are required.

Event description:
It was initially reported by the baxter distributor in israel that during the use of the leather extension sandal accessory use with a p500 surgical table, the patients leg slipped off the sandal during the procedure. It is unknown if an injury occurred with this event as there was no report of injury in the initial report. Follow-up communication with the complainant found that the complainant could not provide any additional details of the event, couldn¿t confirm if an injury occurred, nor had any details of any injury.